Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin (2 grams, 3 (unit not reported) in 3 days and route was not reported) and ceftazidime (1 gram per day, route and duration were not reported) for the event. Four days after the onset, the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.